Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 475 mg/dl. Troubleshooting was performed, and the prime test was passed. The customer stated that the cannula of the infusion set was bent when it was removed from his body. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.